Event description:
It was reported that during da vinci s hysterectomy procedure, while the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the blade on the insert accessory broke off and fell into the patient. Reportedly, it was noted that during use of the instrument, the insert accessory made contact with the metal colpotimizer ring that was also being used during the surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic ace curved shears insert accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert accessory is returned (post engineering evaluation) or if additional information is received. On september 20, 2013, intuitive surgical, inc. (Isi) contacted the hospital's da vinci coordinator to gather additional information regarding the reported event. The da vinci coordinator indicated that the broken insert accessory piece was retrieved from the patient laparoscopically. There was no harm, adverse outcome or injury to the patient. According to the da vinci coordinator there were no issues noted during assembly of the harmonic ace curved shears instrument and insert accessory, they did not exhibit any damage and they passed the pre-test. The generator settings were 3 and 5. No other information was provided. This complaint is being reported due to the following conclusion: during a da vinci s hysterectomy procedure, the blade on the harmonic ace curved shears insert accessory broke off and fell into the patient.